Event description:
A falsely elevated ctni result of 3.53 ng/ml was obtained on a plasma sample. The test was repeated on an alternate rxl and a value of 0.05 ng/ml was obtained. The customer re-poured and re-ran on original instrument and obtained 0.00 ng/ml. The falsely elevated result was not reported to physician.